Event description:
Additional information received indicates the patient's system was electively explanted as it was no longer needed.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's system was explanted. Reason for explant is unknown. Additional information has been requested and not yet received.